Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 33.3 mmol/l. The customer was treated with insulin intravenous. Customer did report the symptoms related to their high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.